Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the left ventricular (lv) lead exhibited high pacing impedance. Programming changes was performed. There were no patient consequences.